Manufacturer narrative:
Insulin pump was received with no (act, up and escape) button response due to unlocked lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. No blank display anomaly noted. No blank display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error in the past and had a blank display anomaly. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.